Manufacturer narrative:
Root cause: a true root cause cannot be determined due to the condition in which representative samples were received. An evaluation of what was returned has identified two potential sources of contamination. These potential sources of contamination are the vendor supplied products (B)(4) that are placed into the bowl or the manufacturing facility. Corrective action: an engineering change order (B)(4) was implemented january 24, 2017, to add a glassine bag in which to place the raw materials that are placed inside the bowl as part of the finished good assembly. Investigation summary deroyal industries received medwatch report mw5067149 on january 30, 2017. This report indicated that black specks were found in a bowl in a sterile tray (89-8672, lot number 43483479). The defective sample was discarded. However, representative samples of the reported lot number were returned for evaluation. The trays were opened with the bowl in a sealed plastic bag. The presence of black specks was confirmed. Some of the components that are placed inside the bowl as part of the finished good assembly were missing from the returned samples. Without complete samples, an actual root cause cannot be determined. The work order for the reported lot number was reviewed for discrepancies that may have contributed to the reported event. No discrepancies were identified. Deroyal will continue to track and trend for debris-related complaints for this finished good and will make changes as they are deemed necessary. Preventive action: due to the root cause determination, a preventive action has not been taken. The investigation is complete. If new and critical information is received, this report will be updated.

Event description:
A sterile tray was opened for a procedure and a black speck was noted in the sterile bowl. When adding saline to the bowl, the black specks floated. The tray was discarded and a new one was retrieved for the procedure.